Event description:
It was reported that this right atrial (ra) lead was explanted due to exhibiting high capture threshold values. It was noted that a blood test, chest x-ray and electrocardiogram were completed. No additional adverse patient effects were reported. A product return request will be submitted to the field.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to exhibiting high capture threshold values. It was noted that a blood test, chest x-ray and electrocardiogram were completed. No additional adverse patient effects were reported. A product return request will be submitted to the field. Additional information: new information was recently provided, indicating that loss of capture, and a lead fracture was also observed. Despite good faith efforts to obtain product return, this device has not been received.